Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. (B)(4). Note: the pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: failed mynx ace deployment. The device was deployed appropriately but the seal did not take. Upon completion of the two minute hold a hematoma started to form with active bleeding. It appeared as if the vessel was not sealed appropriately. The hematoma was 4 cm in size. The patient was treated with 15 minutes of manual compression and a clamp. There were no further adverse effects and the patient was discharged per protocol. Procedure type: diagnostic coronary vessel size: 6 mm stick location: medium sheath size: 6f.